Manufacturer narrative:
(B)(4). The pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and peeling keypad overlay. The test reservoir does not lock in place and unable to perform the displacement test or verify no delivery alarm due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump's plastic cover peeling off. Insulin pump received no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.